Manufacturer narrative:
The insulin pump was received with missing reservoir tube o-ring and completely broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported cracks on the reservoir thread. The customer reported the drive support cap to appear normal. The product was returned for analysis.